Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is removing air from the cartridge's with an empty syringe. Clinical support informed the customer that removing air from the cartridge's with an empty syringe is off label per the tandem user guide. Reportedly the customer reverted to an alternate method of insulin delivery. Customers blood glucose was 200-209 mg/dl.